Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. During the procedure, it was noted that the patient had a 1.5 cm polyp on a fine stork. Three clips were required to use in an attempt to treat a post polypectomy bleed that required for a hospital admission. The three clips successfully deployed onto tissue and it was noted that there were no visible damages to the resolution 360 clip devices; however, these clips did not prevent the bleed. Reportedly, the patient had a delayed bleed and had taken in a statin. The procedure was successfully completed with two more resolution 360 clip devices. The patient's current condition was reported to be fine.